Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history did not indicate loss of cartridge detection. A rewind, load, and prime sequence was performed with no issues occurring. During investigation the force sensor detected the correct force. The complaint could not be confirmed or duplicated. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r.

Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly emptied all the insulin within the cartridge when the patient performed the load step. There was no evidence of product misuse. The patient tried different cartridges from different boxes. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.